Event description:
The following information was received from global pharmacovigilance (gpv) and is a report by a consumer in (B)(6) of peritonitis in a patient coincident with dianeal ultrabag and extraneal therapies on (B)(6) 2012, the patient was diagnosed and hospitalized with peritonitis. Treatment rendered for the events was not reported. The patient was discharged from the hospital on (B)(6) 2012. The patient believes and was told by the doctor that the cause was the extraneal solution. The patient is still using the pd solution. Patient is recovering from peritonitis.

Manufacturer narrative:
(B)(4). The nurse (rn) stated that the patient was hospitalized from (B)(4) 2012 - (B)(4) 2012 for abdominal pain, cloudy effluent, and wbc slightly elevated. A peritoneal effluent culture showed no growth. The extraneal endotoxin test showed no growth. The patient was diagnosed with sterile peritonitis. On (B)(4) 2012 - (B)(4) 2012, the patient was readmitted for the sterile peritonitis. Treatment included removing the pd catheter and letting the peritoneal membrane rest. The patient was recovering from all events and switched to hemodialysis. The patient's medical history also included lupus. The nurse stated that the events were not related to dianeal, extraneal, or any baxter disposable product.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers: gd891572, gd891093 and gd890533. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.